Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals prematurely deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report # 224235-2012-00861 for the related report.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the heartstring iii device was returned to the factory for evaluation. The device showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly and the seal was inside the body of the loading device; th seal was located under the window of the loading device. The green slide lock and the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint could not be confirmed for "premature deployment"; however, it was confirmed for failure to load. (B)(4).